Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. Cause of peritonitis was not reported; however, it was reported that peritonitis was not due to a break in aseptic technique. Treatment was not reported. Outcome of peritonitis was unknown. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12j01053 and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).